Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that there was a crack on the screen of the insulin pump. The customer's blood glucose was 134 mg/dl. The drive support cap was not damaged. The device had not been dropped. Nothing further was reported.